Manufacturer narrative:
Taper ii. (B)(4). Allergan has received the product, however, the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Erosion, infection and pain are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of erosion as follows: "caution: insufficient weight loss may be caused by pouch enlargement or more infrequently band erosion, in which case further inflation of the band would not be appropriate." Adverse events: "there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery, after the use of gastric irritating medications, after stomach damage and after extensive dissection or use of electro-cautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection, or abdominal pain. Re-operation to remove the device is required." "Re-operation for band erosions may result in a gastrectomy of the affected area. Eroded bands have been removed gastroscopically in a very few cases, depending on the degree of erosion. Consultation with other experienced lap-band system surgeons is strongly advised in these cases." Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reported event of pain as follows: warnings "11. Patients must be carefully counseled on the need to report all vomiting, abdominal pain, or other gastrointestinal or nutritional issues as these symptoms may indicate a condition not related to the lap-band system."

Event description:
Surgeon reported that the patient presented with abdominal pain and a CT scan was performed at hospital, which noted fluid around the band and an infection along the band tubing. The patient was prescribed antibiotics at the hospital. The aps lap-band system was removed a week later at another health center and will be removed. It was not replaced at this time. F/u findings: fluid seen on CT scan was gastric fluid. Infection was caused by a band erosion.